Event description:
It was reported that this patient received a total of three inappropriate shocks due to oversensing of noisy signals with lower signal amplitudes. The patient was brought into the clinic for system evaluation and there was noisy signals on all three sensing vectors. The entire system was subsequently explanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report is being filed to provide explant information. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Detailed analysis did not confirm the reported observations of noise and oversensing. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This supplemental report is being filed to provide explant information.

Event description:
This supplemental report is being filed to provide additional information that the device has been explanted.

Event description:
It was reported that this patient received a total of three inappropriate shocks due to oversensing of noisy signals with lower signal amplitudes. The patient was brought into the clinic for system evaluation and there was noisy signals on all three sensing vectors. The system is currently deactivated at this time. No additional adverse events were reported.